Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the severely calcified and severely tortuous distal right coronary artery. The lesion was predilated with a 2.5x20mm non-bsc balloon catheter. The 3.00x24mm taxus liberte stent delivery system was advanced, but it was unable to cross the target lesion. The device was removed from the patient and the distal edge of the stent was found to be flared. The procedure was completed with another of the same device with no patient complications. The patient condition post procedure was reported to be good.

Manufacturer narrative:
Eighteen years or older. It is indicated that the device will not returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).